Event description:
It was reported that during demo nim console will not power on, makes a chirpping sound with the power light on but not powering on all the way. It was further reported the pi boxes are charging. They disconnect unit from power and try powering on disconnected, no response. When plugging back in the power button is illuminated white, blinks when pressed, and the machine makes its normal chirping noise but no change to the screen. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating no replacement device was used and no issue with the patient interface.

Manufacturer narrative:
H3: product analysis: mainframe (s.no: (B)(6) product analysis stated verified will not boot up. Unit presented with a defective carrier pcba and an older ssd:(v1.0.0). Imdrf codes: img g02005, fdd a070803, fdr c0201, fdc d02 & fdm b01 product analysis: patient interface (s.no: (B)(6)) no fault was found in the device and the failure pertains to the console imdrf codes: fdd a070803, img g02005 , fdr c19, fdc d14 & fdm b01. Additional information received shows that there is no information to reasonably suggest that the device (patient interface) in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.